Event description:
This is a spontaneous case report received from a medical doctor in united states on 23-jan-2015 which refers to an adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted. Physician reported that he has a patient who is having her essure removed due to bleeding. The appointment is not scheduled yet but it is supposed to be next week. Health care professional does not know the amount of bleeding or when it started or any other information. In addition physician informed that essure was placed at another office. Product technical complaint investigation received on 05-feb-2015: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Essure general questionnaire received from physician on 30-mar-2015: case upgraded to incident. Patient's demographic data updated. No previous gynecological interventions (cervical conization, curettage, previous ius/iud, myomectomy and adnexal surgery). No previous gynecological problems or procedures. In (B)(6) 2012 essure was inserted by another physician and the insertion details were unknown. In 2012, an hsg was performed but results were not provided. In (B)(6) 2013 a pelvic ultrasound was performed and showed tubal occlusion device on the right previously on the left now absent on hsg (hysterosalpingogram). On (B)(6) 2013 the physician removed the essure from l/s left side (perforation) by gynecological laparoscopy (outpatient) and the pathology results inflammation was negative. The patient requested to remove essure due to pain. Neither hysterectomy nor salpingectomy was necessary. Patient had a good outcome and recovered from the events after essure removal. Physician considered the fallopian tube perforation as related to essure. Follow-up received on 02-apr-2015. Product technical complaint investigation and final assessment were updated: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and experienced perforated left tube and bleeding. The fallopian tube perforation is serious due to required intervention and bleeding, interpreted as genital bleeding, is serious due to its medical importance. According to essure's reference safety information, both events are listed. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, after an unspecified period, an hsg and results showed bilateral tubal occlusion. After 1 year and 2 months a pelvic ultrasound was performed and showed tubal occlusion device on the right. In a second hsg, right tubal occlusion on right side and tubal occlusion on left side was absent. Considering the nature of this event and positive temporal relationship, the perforation is related to essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. The reporter did not know the amount of bleeding or when it started or any other information. Given the available information and event's nature, causality is assessed as related to essure use. This case is regarded as incident due to required surgical intervention. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested (perforation questionnaire).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up attempts have been completed, without response to date. Case closed. Company causality comment: this medically confirmed, spontaneous case report refers to an adult female patient, who had essure (fallopian tube occlusion insert) inserted and experienced perforated left tube and bleeding. The fallopian tube perforation is serious due to required intervention and bleeding, interpreted as genital bleeding, is serious due to its medical importance. According to essure's reference safety information, both events are listed. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, after an unspecified period, an hsg and results showed bilateral tubal occlusion. After 1 year and 2 months a pelvic ultrasound was performed and showed tubal occlusion device on the right. In a second hsg, right tubal occlusion on right side and tubal occlusion on left side was absent. Considering the nature of this event and positive temporal relationship, the perforation is related to essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this case, limited information was provided. The reporter did not know the amount of bleeding or when it started or any other information. Given the available information and event's nature, causality is assessed as related to essure use. This case is regarded as incident due to required surgical intervention. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.